Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed insulin flow blocked. The customer also reported that the blood glucose went up to 489 mg/dl at the time of incident. The customer's mother reported that they treated the high blood glucose with the insulin pump and manual injection. Troubleshooting was performed for alarm. Alarm was resolved after troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional test such as displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error alarm/defect noted during testing.(B)(4).